Event description:
The autopulse platform (sn (B)(6) ) was used in an attempt to resuscitate a 69-year-old male patient in cardiac arrest. The cardiac arrest, presumed to be of cardiac origin, was witnessed by the patient's family. Initial CPR was administered by one of the patient's family members for an unknown duration. The crew reported that the autopulse platform intermittently stopped compressions and displayed a message to reset the lifeband. Despite readjusting the lifeband and following the necessary steps to restart the device, it repeatedly failed to function, showing user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering up. The crew attempted to troubleshoot the issue by turning off and on the autopulse platform to rotate the driveshaft to its "home" position. However, they couldn't access the administrative menu, and the platform emitted a loud knocking sound. Manual CPR was continuously performed during troubleshooting without any interruptions. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the scene after one hour of manual CPR. The customer indicated that the patient's outcome of death was unrelated to the autopulse system. After returning to the station, the crew replaced the battery and lifeband to fully reset the autopulse platform. However, upon testing, the device failed again and displayed the ua45 advisory message.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse does not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patient's outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the autopulse platform ((B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed in the platform's archive data and during functional testing. The root cause of the ua45 advisory message was that the driveshaft was not in its "home" position, most likely attributed to unintended user error. The customer's reported statement that the platform emitted a loud knocking sound was not verified during functional testing. The archive data review indicated multiple ua45 advisory messages around the customer's reported event date, confirming the reported complaint. The encoder driveshaft was outside the acceptable range. The ua45 issue occurs when the device powers off improperly, rather than following the normal sequence of stopping and then powering off. This improper shutdown prevents the encoder from returning to its home position. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. The autopulse platform failed initial functional testing due to a ua45 advisory message displayed upon powering up, confirming the reported complaint. The platform's driveshaft was rotated to its "home" position to remedy the fault. Following service, the autopulse platform was subjected to run-in test(s) using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and three similar complaints were found for the autopulse platform with serial number (B)(6). (B)(4) were reported on 09/21/2016, 05/05/2020, and 09/13/2021, respectively. The driveshaft was rotated to the "home" position to remedy the ua45 advisory in all three ccrs.